Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp pump migrated across the aortic valve during patient support. After multiple failed attempts to recross the valve, the decision was made to leave the pump in the descending aorta for explant the following morning. Patient outcome is unknown.